Manufacturer narrative:
Lit ref: doi: 10.1159/000488852. If information is provided in the future, a supplemental report will be issued.

Event description:
This study aimed to demonstrate that the combination of a local vasodilator (verapamil), modern materials, patent hemostasis, and intravenous anticoagulant only in the case of percutaneous coronary intervention, as compared to default heparin administration after sheath insertion, may optimize a combined endpoint, including radial artery occlusion (rao), radial artery spasm (ras), and access site complication. Medtronic launcher guiding catheters were amongst the devices used during the procedures. There was one death during the procedure, and two in follow-up. Primary endpoints included rao, radial artery occlusion; ras, radial artery spasm; asc; access site hemorrhagic complication. Secondary endpoints included radial artery dissection, rao, ras and asc.